Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter was reading erratic after he had sat on the meter and cracked the display. The complaint was classified based on the conversation the patient had with the customer care advocate (cca), in addition to info obtained by the medical affairs specialist who spoke with the patient on june 4, 2008. The patient alleges the reported issue began three days prior to contacting lfs. On an unspecified date/time, the patient reported sitting on the meter and cracking the display. Despite the cracked display, the patient continued to test with the subject meter, but felt it started reading "screwy" after this occurred. It is unclear what type of readings the patient was obtaining after this incident, and if he made any changes to his diabetes treatment as a result of the "screwy" results. On the evening of three days prior to original date, the patient reported he was not feeling well. He informed the cca that he was "really thirsty and hot." After experiencing the reported symptoms, the patient claimed he tested his blood glucose on the subject meter and obtained a reading in the "500's." The patient then retested a few minutes later and obtained a reading of "100." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl. It is unclear what actions the patient took regarding his diabetes treatment, if any, as a result of the discrepant results. The patient reported going to the emergency room that same evening. He tested on an ER meter and they obtained a result of "560 mg/dl" (times of result unk). The patient reportedly was then treated with regular insulin and IV fluids. The patient informed the mas that he was admitted to the hospital for dka and was released a couple of days later. At the time of troubleshooting, the patient was unwilling to troubleshoot the alleged issue with the cca. Replacement products were sent to the patient. This complaint cannot be ruled-out as MDR-reportable due to the following conclusion: there is insufficient information information to conclude that the subject meter did not cause or contribute to the serious injury. In addtion, the patient reportedly had to receive medical intervention for dka. Although the patient reported symptoms associated with hyperglycemia prior to when the alleged issue began, there is a possibility that the second result of "100 mg/dl" obtained on the subject meter may have contributed to a delay in treatment incident.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.